Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented remotely via merlin.net. Several pacemaker mediated tachycardia (pmt) episodes were noted on the pacemaker (pm). The patient reported symptoms of shortness of breath. The pm was reprogrammed successfully, and the patient left in stable condition.